Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Cust reported, pain. 'I've stopped wearing my aligners, as my teeth were in too much pain. And became very sensitive to any change in temperature (brushing my teeth, drinking liquids and eating food), which proved very uncomfortable. Wearing the aligners, also scratched up my tongue and gums at night, while sleeping. And I found I was clenching my jaw, giving me headaches in the morning. My dentist told me, that I should not be wearing these, as it can damage my teeth".